Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 221 mg/dl, 168 mg/dl, 186 mg/dl, and 109 mg/dl within 10 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.